Event description:
The customer called to report an error alarm. Assisted the customer with reprogramming the device. During the call the customer was hospitalized for high bgs and dka. The customer also had nausea and vomiting. Troubleshooting was performed. The programming and histories were accurate. In addition, a lead screw test was completed and passed. Furthermore, the high-pressure test passed within specs. Pump is operating as designed and does not need to be replaced. Instructed the customer to change the site and use manual injections as per md protocol.